Event description:
Edwards received notification from a field clinical specialist that during a right transfemoral tavr, there was resistance between a 26mm s3u valve/ds and the 14fr esheath plus. As reported, during insertion the valve/delivery system became stuck in the white portion of the sheath. There appeared to be a small puncture through the white portion of esheath. A great amount of force was used, and the valve would not move. The sheath valve and delivery system were removed from the body and the valve remained inside the esheath. A 16fr esheath plus and new 26mm valve and delivery system were used successfully. There was no harm noted to the patient. Per pre-deco findings, one valve strut was bent outward at inflow.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected for any abnormalities and the following was observed on the crimped valve: one (1) strut bent outward at inflow side. Post- expanded thv: the valve frame was canted/distorted. The bent strut was corrected and not observed after expansion. Multiple struts were exposed through skirt, it is normal after crimped and used. The leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during insertion the valve/ds got stuck in the white portion of the sheath. There appeared to be a small start of a puncture through the white portion of esheath. A great amount of force was used and the valve would not budge. The sheath valve and delivery system were removed form the body. The valve remained inside the esheath''. Per returned device evaluation, one (1) valve strut was bent outward at inflow. Per imaging evaluation, the patient's right access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, leading to resistance and high push force. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve stuck inside the sheath and strut damage at the inflow. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.